Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 62 year old male pt, the device inappropriately powered down. Complainant indicated that the battery was changed and the device would not power on. The original battery was re-inserted and the device powered on appropriately. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.